Event description:
Customer reported that screen responsiveness was diminishing. There was no adverse impact to the customer's blood glucose level. No further details could be obtained as the customer declined follow-up.